Manufacturer narrative:
Device passed the functional test, including the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test. No unexpected insulin flow blocked alarm/no over delivery anomaly noted during testing. Pump error 63 alarmed during self test and confirmed in insulin pump history with variable (003) due to broken trace at pin 1 (vdd) on u1 keypad assembly. No battery or power anomalies noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated the user experienced a low blood glucose of 158 mg/dl and was treated with apple juice. The user alleged the insulin pump was over delivering because it¿s happening for a week. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. The insulin exited at the end of tubing. The customer performed functional test and received insulin pump error twice and battery failed alarm. Auto mode was active during the reported event. The customer was able to clear the alarm. They were able to perform self test and it passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis and reservoir will not be returned for analysis.